Manufacturer narrative:
Qn#(B)(4). The customer returned one piece of an epidural catheter for investigation. A visual exam was performed and it was noticed that both the distal and the proximal tips were not present on the returned catheter piece. One end was severely stretched, which is most likely the distal end. The extrusion was stretched to the point that there were visible indentations in the extrusion material where the extrusion was stretched against the inner coils. The inner coils were stretched and unraveled well beyond the "distal" tip. No marker bands were seen on the extrusion identifying the distal end of the catheter. The other end of the catheter piece was most likely towards the proximal end. No signs of stretching were present at the "proximal" point of separation but the tip was not present which indicates that the catheter was likely cut. The catheter appears to have been used as adhesive residue was present on the catheter body exterior. No other defects were observed. The returned catheter extrusion piece measured approx. 42.6cm. The inner coils were unraveled and extend well beyond the tip of the extrusion. Other remarks: the extrusion was severely stretched; however, at least 45.9cm of the catheter was missing as the specification for the epidural catheter indicates that the proper length of an epidural catheter is 88.5-91.5cm. A device history record (DHR) review could not be performed as the lot number was not reported. An attempt was made to obtain a lot number from the sales history data of the customer; however, no record of purchase for this product by the customer could be found. The reported complaint of a separated epidural catheter was confirmed based upon the sample received. The returned catheter was missing both the distal and proximal ends. However, the catheter showed signs of significant stretching at the point of separation at the likely distal end. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. In addition, the likely proximal end of the catheter showed evidence that the catheter has been cut. The IFU for this product also indicates not to alter the catheter in any way. Based upon the condition of the sample received and the observed evidence of stretching at the point of separation, it was determined that use error caused or contributed to this event.

Event description:
The customer alleges that the tip of the catheter came off during removal. The tip of the catheter was left in the patient. No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the tip of the catheter came off during removal. The tip of the catheter was left in the patient. No patient injury reported. The patient's condition is reported as fine.